Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low albumin (alb) result generated by the immage 800 immunochemistry system for a single pt sample. A pt sample was tested for alb and, a result of 1890mg/dl was reported out of the lab. The customer was made aware of the error and, the sample was pulled and re-tested in duplicate. Repeated alb results were 3180mg/dl and 3250mg/dl. An amended report was issued. The customer has not received any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Albumin was calibrated successfully. Qc performed before the event recovered within the lab's established ranges. A field service engineer (fse) completed a preventive maintenance (pm) to the instrument, the day following the event. As of 2008, there were no further occurrences of erroneously low results on this instrument. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.